Event description:
Attempts for additional information regarding the increased seizures and vns lead fracture events have been unsuccessful to date. All attempts for return of the explanted vns generator and lead have also been unsuccessful.

Event description:
The explanted vns generator was returned on (B)(4) 2012 and is pending analysis. The explanted vns lead was not returned.

Manufacturer narrative:
Implant date, corrected data: the implant date was inadvertently omitted form the initial MDR report.

Event description:
Additional information was obtained from the reporter. High lead impedance was first noted on (B)(6) 2011. It was unknown when the most recent acceptable vns diagnostics were performed prior to the surgery. The patient is improving since the vns revision surgery. No other interventions were done for the seizure increase other than vns replacement.

Manufacturer narrative:
Device failure is suspected.

Event description:
Reporter indicated a patient had increased seizures above his pre-vns baseline level and the patient was hospitalized. The patient subsequently had vns generator and lead replacement performed due to a lead fracture. The patient sustained a fall in late (B)(6) 2011 which may have contributed to the lead fracture. Shortly after the fall, the patient's seizures increased. Attempts for further information and return of the explanted generator and lead are in progress.

Event description:
No anomalies were identified with the generator, and the generator performed per specifications. An implant card was also received indicating the revision surgery was due to "broken".